Manufacturer narrative:
(B)(6). (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to the second of two devices used in the same procedure. It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus during an oesophago-gastro-duodenoscopy (odg) procedure performed on (B)(6) 2021. During the procedure, the first speedband device was used and the handle was turned; however, the device failed to deploy the bands. The device was removed, and the bands were found twisted on the cap. A second speedband device was used and the ligator head was dislodged from the endoscope during use. It was noted that there was difficulty experienced upon setting up the devices and the nurse observed that the ligator head was "softer than the normal one". The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: a photo of the first complaint device was provided by the complainant showing the ligator head outside the patient with three bands still attached. The bands are moved out of their original position and twisted.

Manufacturer narrative:
Additional information received on 24may2021: block b5 (describe event or problem), h6 (device codes), h10 (additional MFR narrative). Block e1: it was reported that the physicians name is dr. (B)(6). Block h6: medical device code a0401 captures the reportable issue of ligator housing was loosening but not fully dislodged. Medical device code a04 captures the reportable issue of "cap was softer than the normal one." Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to the second of two devices used in the same procedure. It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus during an oesophago-gastro-duodenoscopy (odg) procedure performed on (B)(6) 2021. During the procedure, the first speedband device was used and the handle was turned; however, the device failed to deploy the bands. The device was removed, and the bands were found twisted on the cap. A second speedband device was used and the ligator head was dislodged from the endoscope during use. It was noted that there was difficulty experienced upon setting up the devices and the nurse observed that the ligator head was "softer than the normal one". The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: a photo of the first complaint device was provided by the complainant showing the ligator head outside the patient with three bands still attached. The bands are moved out of their original position and twisted. Additional information received on 24may2021. It was reported that the ligator head of the second speedband device was loosening but was not fully dislodged and no other visible issues were found on the ligator head cap.